Event description:
It was reported that tubing was defective and air was expressed during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: piv access started, during blood draw air began coming through tubing. Piv flushed to determine patency and air bubbling noted at angiocath and first junction. Piv discounted and piv had to be restarted.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no related quality issues were found during production.

Manufacturer narrative:
Initial reporter phone #: unknown. The initial reporter also notified the FDA on 3 april, 2019. Medwatch report # mw5089197. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing was defective and air was expressed during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: piv access started, during blood draw air began coming through tubing. Piv flushed to determine patency and air bubbling noted at angiocath and first junction. Piv discounted and piv had to be restarted.